Event description:
Patient scheduled for cath lab cto [chronic total occlusion] procedure. Femoral access via a micro-introducer kit. Once access was obtained it was noted the hub of the introducer kit had broken off (outside of patient) leaving the catheter portion within the femoral/iliac artery (inside of the patient). The cardiologist was able to gain another access and retrieve the catheter portion with a snare and remove from the femoral/iliac to outside of the patient. Catheter was intact and femoral/iliac was fluoro and cleared.